Event description:
Customer reported he believed the sensor cannula was stuck in his body. Customer stated the device kept alarming sensor alarms and decided to remove the sensor and the cannula was not there. Customer stated he did not feel any pain or discomfort or felt like anything was sticking out. Customer was advised the cannula most likely retracted during insertion and was the cause of the alarms. Customer declined troubleshooting. Customer's blood glucose was 200 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base also, found no broken cannula during analysis. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.